Event description:
It was reported that the burr got stuck in the lesion and become entangled when removed. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, when the device was advance in a pecking motion, a significant resistance was felt, and the burr was stuck in the distal lesion. Upon withdrawal, the burr got entangled and could not be removed. The procedure was cancelled, and the patient was sent to CABG. The patient is recovering, and no complications were reported post procedure.